Event description:
A customer reported a tandem mobi cartridge alarm, during which a cartridge alarm occurred while loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite troubleshooting steps taken, including removing the cartridge, delivering a bolus, and attempting to reload the original cartridge, the customer initially could not resume insulin therapy. Technical support assisted in loading a new cartridge, resolving the issue.